Event description:
It was reported that the patient complained of palpitations, and following a holter monitor, the atrial lead was found to be undersensing and that occasional pacing was seen on the t-wave. It was also reported that sensing assurance was changing value. Sensing assurance was turned off in the atrium and the electrogram was programmed to atrial. The lead remains in use. No patient complications have been reported as a result.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.